Manufacturer narrative:
One device was returned for analysis of overpressure complaint. Investigation of the service history of this device shows that this device has not been in for service yet. The complaint was not confirmed. There was no problem with pump function. Overpressure alarm is displayed at 1,6 bar. The reported malfunction was not replicated in the event history log. The cause of the reported issue was unable to be determined. No further action will be taken. Device submitted for functional and delivery tests after repair activities completed; afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that there is overpressure. There was no reported patient involvement. No patient harm was reported.